Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of the architect (B)(6) reagent lot number 20306fn00. The ticket search determined that there is normal complaint activity for the likely cause architect (B)(6) lot 20306fn00. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. Historical performance of the architect (B)(6) reagents in the field using data gathered via abbottlink from customers worldwide. The median population results for likely cause lot number of reagents within the established baseline, indicating the lot is performing acceptably. A manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer. Based on the investigation no systemic issue or product deficiency was identified for the architect (B)(6), lot number 20306fn00.

Event description:
The customer observed (B)(6) architect (B)(6) result on one (B)(6) male patient diagnosed with pancreatic cancer. The results provided were: (B)(6) there was no reported impact to patient management.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.